Manufacturer narrative:
Plant investigation: the reported symptom (iipv (dv up to 180% of fv)) was not confirmed. Per (invalid sensor readings warning (subcode unknown)), there was (load cell) alarm during drain 2 on the reported date of (B)(6) 2018. Encountered (burning smell) during testing. A visual inspection of the returned cycler exterior showed no signs of physical damage. The simulated treatment was unable to be completed, the display went blank during treatment and noticed a burning smell. Cause of failure was due to a shorted out t1 on the inverter board that was causing the burning smell. A known good inverter board was installed, and the display came back on; continued testing. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance. The system air leak test passed. The valve actuation test passed. The patient sensor calibration check passed. The load cell verification was within tolerance. There were no visual discrepancies encountered during the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a burnt transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient contact reported to technical support that the liberty select cycler is alarming with an invalid sensor reading alarm during treatment and during drain 2. After attempts at troubleshooting, a replacement cycler was arranged. The patient was advised to discontinue use of the cycler. The patient indicated that the patient would complete treatment with continuous ambulatory peritoneal dialysis. Upon follow-up with the patient¿s peritoneal dialysis nurse, the nurse confirmed that the patient did not miss any treatments and there was no complications experienced, as a result of the alleged event.